Event description:
Information received from the field notes that the device could not be interrogated. The patient was pacemaker dependent but had not been followed for several years. The magnet rate was 70 ppm and the programmed base rate was 70 ppm.